Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken blade, with one of the blades broken at the tip. The broken piece was approximately 0.023" x 0.034" in size and was not returned with the instrument. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during central processing, there was a chip out of the tip of the blade of a monopolar curved scissors (mcs) instrument. There was no report of patient involvement or reported injury.

Manufacturer narrative:
The monopolar curved scissors instrument was further analyzed by an advanced failure analysis engineer. The initial fa findings was confirmed. High magnification images of the tip were taken using a keyence vhx-2000 microscope. It appeared that the instrument blade was broken or missing a piece, and it was not mechanically indented.

Event description:
Refer to h10/h11 for follow-up information.